Event description:
The international distributor of cryocyte freezing containers reported that a cryocyte bag filled with patient material broke during thawing. The bag contained 75 ml of stem cells, which were infused into a patient who received additional antibiotic treatment as a result of the break. The duration of storage was 2.5 months. A controlled rate freezer was used to cool the bags prior to placing them in liquid nitrogen vapour phase for storage. The thawing was performed at 37 degrees c under controlled conditions. The sample was discarded by the customer.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages.